Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after applying the device, the tissue specimen did not have a donut shape. In addition, the pursestring was detached and a leak was found during inspection. The anastomosis seemed intact, however, the surgeon used a new instrument to complete the procedure. No bleeding was reported but surgery time was extended by thirty mins as a result. The pt is currently in well condition.